Event description:
Additional information received from the reporter for mw5172238 on july 2, 2025. Pump error was previously reported and forgot to include picture with the report.

Event description:
Propofol infusing through IV pump when the display screen went blank. Medication was still infusing into patient but the rate, dosage, etc were no longer displayed on screen. Pump was removed from service and replaced with another. Baxter has been on site to evaluate the pumps.